Event description:
It was reported that during the implant attempt of a right ventricular lead, two different leads had positioning/fixing difficulties, were repositioned multiple times and had high impedances. With each repositioning attempt it took multiple turns to extend the helix and the extension of the helix could not be visually confirmed by fluoroscopy. The physician was concerned about possible conductor coil fracture. The leads were not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Full lead was returned and analyzed. Additional finding of blood in/on helix mechanism. (B)(4): no anomalies found. Full lead was returned and analyzed. Additional finding of blood in/on helix mechanism.